Event description:
While treating the rca, the guide wire was sheared off by the burr. The fracture was not noticed immediately, and another ablation pass caused a rupture in the rca wall. The pt went to surgery, and the remainder of the guide wire was retrieved.